Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, a jagwire was introduced into the patient, the papilla was cannulated, and a sphincterotomy was performed. While removing stones from the biliary duct, a large stone was unable to be removed. At the end of this procedure, it was noticed under fluoroscopy that the hydrophilic tip of the jagwire was detached in the biliary duct. A plastic biliary stent was placed. A brushing and cleaning of the duct was also performed. The procedure was completed with this jagwire device, and the patient's condition at the end of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, a jagwire was introduced into the patient, the papilla was cannulated, and a sphincterotomy was performed. While removing stones from the biliary duct, a large stone was unable to be removed. At the end of this procedure, it was noticed under fluoroscopy that the hydrophilic tip of the jagwire was detached in the biliary duct. A plastic biliary stent was placed. A brushing and cleaning of the duct was also performed. The procedure was completed with this jagwire device, and the patient's condition at the end of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received from the facility on 19april2010. During the procedure, no attempt was made to remove the detached distal tip from the patient. There were no patient complications and the patient's condition post-procedure was stable. Previously it was reported that a plastic biliary stent was placed after brushing and cleaning of the duct. This was confirmed to be incorrect. This was only a recommendation by the physician. This additional intervention was never scheduled or performed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, a jagwire was introduced into the patient, the papilla was cannulated, and a sphincterotomy was performed. While removing stones from the biliary duct, a large stone was unable to be removed. At the end of this procedure, it was noticed under fluoroscopy that the hydrophilic tip of the jagwire was detached in the biliary duct. A plastic biliary stent was placed. A brushing and cleaning of the duct was also performed. The procedure was completed with this jagwire device, and the patient's condition at the end of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received from the facility on (B)(6) 2010. During the procedure, no attempt was made to remove the detached distal tip from the patient. There were no patient complications and the patient's condition post-procedure was stable. Previously it was reported that a plastic biliary stent was placed after brushing and cleaning of the duct. This was confirmed to be incorrect. This was only a recommendation by the physician. This additional intervention was never scheduled or performed.

Manufacturer narrative:
A visual evaluation of the returned device found that the entire pebax tip missing from the wire, exposing the corewire. The entire corewire and evidence of adhesive are present. The complaint has been confirmed. Although the exact cause of failure could not be determined at this time, the evidence presented by the device (missing pebax) and the presence of adhesive suggests that the wire may have come into contact with a sharp instrument or metal cannula that may have caused the failure. The most probable cause of failure for the reported event is "caused by other device". A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. A labeling review was performed and the risk of the reported event is noted within the directions for use as follows: "dip the distal tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation. Prior to use, inspect the guidewire before using for the following: roughness or abrasion at the tip. Kinking along the length of the guidewire". "Caution: do not use the guidewire if any defect is found during inspection. Please return any defective product to boston scientific for replacement." "Caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire. Caution: use a single-use sphincterotome to ensure that the material between the lumens has not been compromised." (B)(4).